Manufacturer narrative:
Device not returned by customer. The impella 5.0 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) years old black or african american male patient had impella 5.0 pump inserted in the right axillary artery without issue. The patient¿s mitral valve (mv) was torn that lead to mitral regurgitation (mr), the mv was surgically repaired by a cardiothoracic surgeon.